Event description:
It was reported that the user¿s freestyle libre 3 plus continuous glucose monitoring (cgm) sensor failed to pair with the ilet, resulting in loss of cgm connectivity until troubleshooting enabled pairing and glucose readings to resume; during the pairing failure the user¿s glucose rose to 457 mg/dl before trending down after fast-acting subcutaneous insulin, and the issue was consistent with intermittent communication failure involving the sensor¿s electrical/antenna component. Symptoms included hyperglycemia with no associated clinical symptoms reported. Outcomes included no lasting health consequences, though unexpected medication intervention was required. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, with findings aligned to an intermittent communication failure associated with the device¿s electrical and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.